Event description:
A 3.0mm diameter by 15mm length s670 stent delivery system was inserted in an attempt to direct stent a 90% lesion in the right coronary artery. It was not possible for the stent to cross the calcified distal lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery balloon. The stent caught on the tip of the guide catheter as it was being pulled into the guide catheter. The user facility medwatch report states that the attempts to advance the stent to the distal segment failed. Attempts to snare the undeployed stent were unsuccessful. The stent remains in the right posterior descending artery. The target lesion was treated with angioplasty with a residual stenosis of 10%. User facility reported that there was good blodd flow at the dislodged stent site. The pt was reported to be fine post procedure and, there was no add'l clinical sequelae reported to the event. The lesion not being pre-dilated contributed to the device not crossing the lesion. The instructions for removal of an undeployed stent were not followed; when the stent delivery system was pulled into the guide catheter while it was engaged in the coronary artery.